Event description:
The customer reported to olympus that the camera head's image did not appear (intermittently/only color bars seen on screen) and that an e224 scope communication error occurred (dark image, storybooks in all corners of the screen). The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device without delay. There was no patient involvement with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The additional evaluation findings were as follows: the label over the rear cover was faded, the packing cab was chipped, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e224 error occurred due to communication failure caused by cable failure. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports that procedure was therapeutic.